Event description:
On (B)(6) 2010, the patient reported he has air bubbles in the tubing of his insulin infusion set and is having difficulty in priming. The pt was assisted with successfully priming out all the air bubbles. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.